Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was experiencing lots of redness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the pump stopped helping the patient back in 2015. It was noted the last time the pump was filled was 2015 and hasn't been refilled since it was doing no good. It was noted that since (B)(6) the patient started collecting fluid in lower extremities.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2020-jan-23. It was reported that the pump stopped working in 2015 due to "end of battery life" and the patient "did not want pump replaced." The patient was last seen by the doctor in 2015. They were unaware of any current issues the patient was experiencing. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.